Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under microscope magnification. The lens optic was cut into pieces, most probably related to explant process. Visual inspection revealed surface residuals (fiber/particle) on the lens, which is compatible with the handling of the lens out of a sterile environment. No further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing method, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during removal and replacement of an intraocular lens (iol), vitrectomy was performed. There was no incision enlargement. No further information has been provided.